Event description:
There was water leakage in an oxygenator. Water was noticed in the blood inlet of the oxygenator. Once a water to blood leak was suspected, the meniscus of the fluid in the tubing was marked, and the heater was turned on again. After four hours, the fluid in the tubing doubled in volume and the circuit was removed and stored.